Event description:
Patient called in 2002 alleging that their fast take meter would not turn on. Patient also passed out and was taken to the emergency room. The next day pt had tested on the meter all day. Pt went to test their blood sugar that night after dinner, and the meter would not turn on. Patient just went to bed since they were feeling fine. Pt had taken their set amount of daily diabetes pills that morning and evening-(glyburide and glucophage). The next day when pt woke up in the morning, pt could not talk or swallow. Pt tried testing on the meter. Pt was unable to test since meter still would not turn on. Patient's spouse called 911 and the paramedics came. They got a reading of 30 mg/dl on the emt meter. They gave him a "tube of sugar". Was then "able to get up and go to the living room". They gave the pt more sugar and tested again with a result of 138 mg/dl. Since was "stable", the paramedics left. Patient's spouse was still uneasy about the incident and drove the pt to the emergency room. They did an EKG on the pt and also tested the pt's sugar-"140 or 156". Pt was given food in the ER and kept there for about 2 hours. After pt came home, they tried replacing the batteries in the meter. The meter still did not power on and pt was unable to test their bg that evening. He was tired and so they slept for most of the day. Pt took their evening dose of diabetes medications. Next morning, he called and was sent out a one touch ultra meter as a replacement. He' was again not able to test that day. Pt still continued taking their diabetes pills. On the next day, pt just received the replacement meter and supplies. Sending a back-up one touch ultra meter. No further information has been reported.